Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and an excessive no delivery test. The pump was primed properly. The pump was received with a minor scratched lcd window, a cracked belt clip slot, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window, a cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that her son's insulin pump does not seem to be giving the last 50 units and his blood glucose is running high. Caller stated that she thinks the piston rod is not pushing up all the way to delivery insulin. Caller stated that this happened 3 days ago and again. Customer's sensor reads 327 mg/dl. This morning, customer was at 305 mg/dl and then at snack time, he was over 400. Customer took a shot to treat. Customer's blood glucose was 321 mg/dl at lunch and then 306 mg/dl at 12:30 pm. Customer took a shot to treat and at 3 pm, he was still high at 363 mg/dl. Customer stated that the pump made a dragging sound when it was rewound. Customer's current blood glucose is 327 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised that the insulin pump will need to be replaced. Customer was advised to follow up with their health care professional. Customer was advised to revert to a back-up plan.